Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, that the carto 3 system was displaying high spi readings. The catheter was replaced and the issue was resolved. The case was completed without any patient consequence. Upon receiving, the catheter was visually inspected and clear sensor sleeve (pebax) was found with two cuts allowing reddish brown material similar to human blood inside. This condition was not originally reported by the customer. During the pebax failure investigation catheter was dissected making impossible to test for the high spi readings reported by the customer; however the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, that the carto 3 system was displaying high spi readings. The catheter was replaced and the issue was resolved. The case was completed without any patient consequence. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed clear sensor sleeve (pebax) has two cuts allowing reddish colored material inside, making this event reportable. After following up with customer, it was stated this condition was not noted upon withdrawal or prior to use of the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.